Manufacturer narrative:
Age at time of event: 80's. Device is combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 3.50 x 28mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but failed to cross the lesion. The device was removed and dilation was performed. Another attempt was made to cross the 3.50 x 28mm synergy ii everolimus-eluting platinum chromium coronary stent system but the shaft broke while upon re=entering the guide. The device was easily removed and the procedure was completed with another of the same device. No patient complications nor harm were reported.

Manufacturer narrative:
Device evaluated by manufacturer.: synergy ii, us, 3.5x28mm, stent delivery system was returned for analysis. A visual examination of the crimped stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The stent outer diameter was measured and was within the maximum crimped stent specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed a hypotube break at approximately 145mm distal to the distal end of the strain relief. There were multiple hypotube kinks noted. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement. No other issues were identified during the product analysis. The investigation conclusion is user/use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. Synergy directions for use states that the device is examined for damages prior to use and if any damages are noted then the device should not be used. It also states that if unusual resistance is felt at any time during lesion access before stent implantation, the stent delivery system and the guide catheter should be removed as a single unit and once the stent delivery system has been removed do not re-use. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 3.50 x 28mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but failed to cross the lesion. The device was removed and dilation was performed. Another attempt was made to cross the 3.50 x 28mm synergy ii everolimus-eluting platinum chromium coronary stent system but the shaft broke while upon re=entering the guide. The device was easily removed and the procedure was completed with another of the same device. No patient complications nor harm were reported.